Event description:
Additional information reported magnetic resonance imaging was planned. The MRI was not related to the pump therapy. The patient was anxious about her pump. The pump alarmed for 11 days in (B)(6) 2015. The patient was claustrophobic and it was ¿terrible for her to go through this in (B)(6)¿.

Event description:
It was reported that the patient was hearing what they described as a non-critical alarm." Telemetry had not yet been performed. The patient had been hearing the alarm since 2015 (B)(6) (friday). The patient was suppose to have a refill appointment around this time but the physician rescheduled the patient's appointment for the (B)(6). The patient thought the beeping was due to the medication being low. The patient was wondering how long they could "hold out on this." The patient spoke with their physician on 2015 (B)(6), and was told to come in "now." The patient was told to go into the emergency room (ER) or their general physician (gp). When the patient called the physician back, the patient never heard back from them. The patient was upset and worried about their alarm and the state of their pump. Also upset that they were not able to reach their physician as of 2015 (B)(6). It was noted that the patient almost ran out of medicine and it made the patient anxious and nervous. The patient wanted to know how much time before they would hear the critical alarm, because they would have to go into the ER. It was reported that the patient was not having symptoms. Additional information received on 2015 (B)(6) reported that the patient had put themselves in an unfortunate situation per the managing physician. The patient had missed appointments, misrepresented what insurance they had and had unpaid bills. The only plan the physician presented was for him to source a little less expensive baclofen or possibly work to get the patient converted to oral medication. It was later reported that the patient did get a refill on 2015 (B)(6). The next refill date was 2015 (B)(6). The patient typically has refills in a 6 month interval. The pump system was delivering baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).